Manufacturer narrative:
Investigation is ongoing.

Event description:
During transcaval valve deployment, at the point in which the balloon was fully inflated for three seconds, the balloon burst. The entire delivery system and sheath were removed. The valve was well placed, and did not require post dilation. Patient did well during and after the procedure. The patient's annulus was calcified, as well as moderate sinotubular junction (stj) calcification.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-02223 for the stroke event. The complaint device (commander delivery system) was returned to edwards lifesciences for evaluation. The delivery system was returned inserted through the sheath and an inflation balloon burst/tear was noted. The devices were visually inspected. The delivery system had a balloon burst/tear propagating both in the longitudinal and radial direction on the inflation balloon. There was a slight bend in the distal end of delivery system most likely due to packaging. The balloon material was folded over nose tip, and all balloon pieces were present. The sheath had some distal tip damage and sheath shaft scratches. No other abnormalities observed (liner tears, kinks, etc.) There were no reported issues with the sheath and no devices non-conformances were observed. Observed damages are most likely attributed to patient calcification. Alternatively, the observed sheath distal tip damage may have occurred during retrieval of the torn balloon into the sheath shaft. Per standard operating procedure, in the cause of an inflation balloon rupture, the user is instructed to not use excessive force during delivery system retrieval. After initial visual inspection, the delivery system balloon shaft was cut by engineering proximal to the crimp balloon to balloon shaft bond in order to separate the returned devices and further evaluate the inflation balloon (perform dimensional inspection. After decontamination, the delivery system inflation balloon burst/tear was visually re-inspected under magnification. No other visual abnormalities were noted on balloon (no gel spots, fish eyes, etc.) And all balloon pieces were confirmed to be present. No relevant functional testing related to balloon burst was unable to be performed due to the returned condition of the inflation balloon (burst/torn). The complaint for balloon burst was evaluated and confirmed through visual inspection. Balloon single wall thickness measurements were taken with a calibrated digital blade micrometer along both sides (identified as side ¿a¿ and side ¿b¿) of the observed inflation balloon tear. These measurements are taken to ensure that the balloon wall thickness is within specification as a thin-wall balloon could potentially contribute to a premature or irregular burst. All measurements meet the balloon single wall thickness specification. A lot history review did not reveal any similar complaints relating to commander delivery system balloon burst. A review of complaint history for the edwards commander delivery system (models: 9610tf20/23/26/29, 9600lds20/23/26/29/cl/clus) from july 2015 to june 2016 revealed other returned complaints for the following failure mode: ¿balloon burst¿. A review of the complaint history reveals that the occurrence rates did not exceed the june 2016 control limits for the trend category of ¿balloon burst¿. No IFU/ training deficiencies were identified. During the balloon manufacturing, the balloon dimensions are 100% inspected per els9237 rev. H for critical drawing specifications, including balloon diameter and wall thickness. Additionally, per els9237 rev. H, the balloon component is 100% inspected visually for defects including witness lines, contamination per els403, crow¿s feet, scratches, gel-spots, and fish eyes. During manufacturing, the delivery system undergoes multiple 100% inspections. During the pleat and fold process, the inflation balloon is visually inspected for scratches and distortion/pinched folds. Distorted/pinched folds are inspected again in final inspection. The balloon is 100% visually inspected for visual defects such as mechanical damage, kinks, cuts, folds and balloon scratches. The commander delivery system is also leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure test was performed on sample devices under a sampling basis during product verification testing. The lot met the statistical requirement for balloon burst pressure as the ltl was above the acceptance criteria of the lower specification limit (lsl). These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint for a ¿balloon burst¿. The complaint for balloon burst was confirmed based on the condition of the returned device (balloon torn). However, visual inspection of the balloon did not reveal any abnormalities that could have contributed to the complaint event and dimensional inspection of the device revealed that the balloon wall thickness was within specification. Therefore, no manufacturing non-conformance was identified on the returned device. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the balloon burst. Of note, per the cer and complaint summary, it was reported that the patient had moderate calcification of the native annulus, native leaflet, and sinotubular junction (stj). A detailed root cause analysis for returned balloon bursts complaints due to patient¿s anatomy has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve, and a balloon burst increases the possibility of leaving protruding material that can interfere with either the patient's anatomy or the sheath during retrieval. Thus, depending on technique and force used by the physician, it is possible for the balloon to tear further or separate into two or more pieces. Based on available information and details from the complaint history review, the suspected root cause is likely due to patient factors (calcification). No manufacturing or product/design non-conformances, and no labeling/training/IFU inadequacies were identified the engineering evaluation. Therefore, no preventative or corrective actions are required. Furthermore, the occurrence rate does not exceed the complaint control limits. Therefore, a product risk assessment (pra) escalation is not required. The complaint for balloon burst was confirmed, but no manufacturing non-conformities could be found in the returned sample. Review of complaint history revealed similar confirmed complaints. We can speculate that the root cause is related to the rationale outlined in the technical summary. Available information further suggests that patient factors (patient calcification) most likely contributed to the reported complaint event. There is no indication of increasing trend that surpasses control limits for this trend category, therefore, no corrective or preventative action is required at this time.

Event description:
During transcaval valve deployment, at the point in which the balloon was fully inflated for three seconds, the balloon burst. The entire delivery system and sheath were removed. The valve was well placed, and did not require post dilation. The patient did well during and after the procedure. The patient's&#62688;annulus was calcified, and moderate sinotubular junction (stj) calcification was also reported. Additional information indicated that the patient had a stroke post procedure, which may have been a result of the balloon rupture.